Manufacturer narrative:
It was reported that the problem could be resolved replacing the pcb. From this result, it was caused due to failures related to the pcb. It is random failure. We close this complaint based on the result. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.

Event description:
New epk-i7010 optivista processor does not recognize I-series endoscopes (error:12 cannot detect endoscope). Problem fixed after replacing the defective preprocess pcb. This event occurred at the time of before use. There was no report of patient harm.